Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidently over corrected for food and delivered a bolus that was too large. Customer contacted tandem technical support and asked how to stop the bolus. Customer reported that insulin on board (iob) indicated 1.96 units and there was no "x" next to the bolus screen. Tandem technical support informed the customer that the insulin was delivered and the bolus could not be cancelled. Customer reported blood glucose level of dropped as low as 57 mg/dl but was 88 mg/dl at time of report. Customer drank juice to treat low level. Customer declined any further follow up or assistance.